Manufacturer narrative:
Philips service reinstalled ippc software and formatted the os disk. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray emission failure occurred due to image disk and ippc issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.